Manufacturer narrative:
Correction data: the device returned to manufacture was documented as mar 29, 2017 in the initial report. The device returned to manufacture has been updated as may 5, 2017. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. Device evaluation: during further evaluation, it was determined that the reported condition on the service order that the attachment device being stuck in the handpiece device was not confirmed. A visual and functional assessment was performed on the device which found that the device was running at 119 degrees which is above the operational specifications (118 degrees). It was also observed that the bearings were corroded and worn out causing the device to exceed the operational temperature specification. It was determined that this was due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the attachment device bearings were damaged, the ball bearings were worn out, both spiral pins were displaced, the color markings were damaged, the extension sleeve was damaged and the symbol was missing. It was further determined that the device failed the following pre-tests: visual assessment, vibration, and temperature. It was reported in the service order that the device was stuck in the motor device. This event occurred before the device was used on the patient. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.